Event description:
The physician reported "the feeling of hearing wind" from the valve of the flexcath steerable sheath. The sheath was replaced by another flexcath steerable sheath of the same lot and there were no further issues. There was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(6) 2011 to communicate to physicians and regulatory authorities this potential lak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.